Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance. It was also reported that the right ventricular (rv) lead exhibited gradually rising impedance to high value and was noted with increased threshold. Reprogramming was performed for both leads. The lv and rv leads are still in use. No patient complications have been reported as a result of this event.